Manufacturer narrative:
Correction: please refer to section h6 health impact code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: reamer was received and found broken from its distal end. The reamer is broken from spiral portion above the cutting edges. Deep scratch marks are visible both on the outer and internal periphery of the shaft near the broken portion. It looks like the reamer had excess contact most probably with the guide wire during usage. Burning marks of friction due to excess contact are also visible on the internal periphery of the device. This excess contact disrupted forward motion of the reamer and resulted in excess torsional and bending force due to which it got broken. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause was attributed to a user related issue as the breakage was caused by the application of excess torsional and bending force. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when reaming the spinal canal starting at 7.5mm as per the procedure, the tip of the reamer broke off."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "when reaming the spinal canal starting at 7.5mm as per the procedure, the tip of the reamer broke off."